Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a self test error. It was also reported there was a broken atrial input. It was further reported the device has a cracked case or broken connector. Biomed was able to clear error and also force and clear the self test error. The device was returned for repair and calibration. There was no patient involvement.